Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error after the numbers were scrolling it. Troubleshooting was performed. The customer could not clear the alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The customer called back stated that the insulin pump alarmed while programming bolus and the numbers were ramping. The customer also reported that she went to the hospital for high blood glucose of 400mg/dl. No further information was provided.